Event description:
During a procedure, the filter was pushed into the patient's body but could not be unfolded, and the anchor angle was entangled. There was no patient harm. The sample is not available for return.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Manufacturer narrative:
UDI related data quality updates only.